Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('four weeks post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nightmare ("nightmares"), tooth loss ("teeth fall") and alopecia ("new growth"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nightmare and tooth loss outcome was unknown and the alopecia had resolved. The reporter provided no causality assessment for nightmare with essure. The reporter considered alopecia, medical device removal and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case was serious incident. Events added- medical device removal and alopecia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had done ultrasound pelvis, transabdominal and transvaginal ultrasound result: no findings, not adequately seen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nightmare ("nightmares"), tooth loss ("teeth fall") and alopecia ("new growth"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, nightmare and tooth loss outcome was unknown and the alopecia had resolved. The reporter provided no causality assessment for nightmare with essure. The reporter considered alopecia, pelvic pain and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: an involuting cyst/follicle is present in the right ovary. Additionally there is a simple right paraovarian cyst measuring up to 29mm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: event medical device removal replaced with event pelvic pain. Lab data, patient note were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.